Manufacturer narrative:
A visual assessment of the returned device found the working length had been cut and the cut portion has not been returned. Additionally, the outer sheath had been cut from the outer hub and the inner sheath has also been cut accordingly. The metal needle was not present and was not returned. The condition of the returned device could not be evaluated with respect to the reported issue of the needle puncturing the sheath. No punctures or other damage were noted on the returned section of outer sheath. Since the working length had been cut by the user and the cut portion of the working length was not returned, the full length of the device could not be evaluated. Therefore, the most probable root cause is ¿undeterminable.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-02352 captures the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used in the colon during an injection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needles pierced through the side of the catheter. The procedure was completed with another of the same device. No damage with the devices or its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of needle pierces through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-02352 captures the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used in the colon during an injection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needles pierced through the side of the catheter. The procedure was completed with another of the same device. No damage with the devices or its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.